Event description:
Planned aaa repair included embolization of the right internal iliac artery. Deployment of the three-piece zenith device was performed without complication. During the post placement angiogram, a distal type I endoleak was viewed on the contralateral iliac leg graft. Another manufacturer's stent graft was deployed at the distal sealing stent to resolve the endoleak and provide an exclusion of the aneurysm. Final angiogram viewed a successful aaa repair, and no endoleak presence.